Event description:
A nurse manager reported that a pt experienced a thermal burn at incision site during a cataract intraocular lens (iol) implant procedure. The surgeon changed the phacoemulsification tip and used the same system and handpiece with no other issues. The surgeon felt that the tip was possibly clogged. Additional info received advised that the event occurred when the phacoemulsification tip was inserted and the occlusion alarm sounded. The surgeon's opinion is that the event was caused by insufficient irrigation. The thermal burn required a difficult wound closure, which resulted in a steep astigmatism.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The phaco tip lot number was not identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are 100% visually inspected by trained operators at the end of the manufacturing process prior to release of the product. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol 7, number 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined. (B)(4).